Manufacturer narrative:
The actual device was not received for evaluation; therefore, a device analysis could not be completed; however, two retained samples was provided. A leak test was performed and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter: facility name (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed as soon as treatment began, on one unit of a 9l effluent bag. The leak was observed to be coming from the underside of the pouch. The prismaflex machine did not trigger an alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.